Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) had moved. She felt the ins had flipped. This occurred a week prior to (B)(6) 2016. It was standing up and was uncomfortable. The reported symptom was pain/sciatica at the legs and hips. The sciatica started in the right side and then the left, along with pain in both hips, about 8-10 weeks prior to (B)(6) 2016. She turned off the ins for a while. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was experiencing pain when she had her device turned off. The patient stated pain at the implant site and down their leg. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's device was never effective. After 3 months they started having shocking sensations. Patient clarified that the device was implanted horizontally and within 3 months it was vertical, and had flipped. The patient went in and revised the implant. Patient mentioned that there was no manufacturer representative (rep) present at that time and they did not re-sync the device. Then, there were two reps who were able to get the implant back on and at that point the device started shocking them. The patient stated that it has caused bilateral sciatica, their legs give way, which lead to the patient falling, and horrible immense back pain. The patient stated that the issues they had were because of the device, so they finally had the device removed in (B)(6)2019 due to the issues. Patient had possession of the device. No further complications were repo rted or anticipated.